Event description:
The customer states that the device has a big red x in the window. No other information was provided.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.